Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8709 lot# serial#(B)(4) implanted: (B)(6) 2007 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 0.5 mg/ml infumorph at 4.854 mg/day via an implantable pump for non-malignant pain. It was reported that the patient was not getting the symptom relief they wanted, so they were taking oral medications as well, which caused side effects. The patient's managing healthcare provider (hcp) thought there was a granuloma located at the catheter tip whereas the surgeon did not believe that to be the case. An MRI and a catheter dye study was performed. The MRI came back inconclusive and the dye study showed the catheter was patent and drug was going through. The rep was to follow up with the hcp. The event date was noted to be (B)(6) 2016. It was noted the patient's reported dose and concentration was from (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). The initial reporter was the consumer. There were no actions or interventions taken that the rep was aware of and the issue remained unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.